Event description:
The patient reportedly experienced a decrease in performance and swelling at the implant site. The patient was prescribed antibiotics (type unknown). The patient continues to be monitored.